Manufacturer narrative:
The insulin pump was received motor error alarm during rewind due to corroded motor home switch. The pump was unable to verify compromised force sensor system alarm due to motor error alarm at rewind. The pump was received with scratched lcd window, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of motor error and compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the alarm showed several times during days. The customer will be sent a replacement pump. The customer will return the pump for analysis.